Event description:
The customer reported shock were not delivered and the adult paddle electrodes and machine side paddle holder are physically damaged. This was found during testing. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported shock were not delivered and the adult paddle electrodes and machine side paddle holder are physically damaged. This was found during testing. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.